Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6011309 in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6011309 was manufactured according to the work instruction (wi) version 99 and packaging in the multivac 14, on 27-jan-2025, with a total of (B)(4) units. The sub-assembly, welding: the lot 4k05783 was manufactured according to the wi version 34 welding in the machine ls06, ls07 on 27/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of tubing: the lot 5a05906 was manufactured according to the wi version 66 in the gluing of tubing in the line ft02, on 26/jan/2025, with a total of (B)(4) units. The lot 5a02606 was manufactured according to the wi version 66 in the gluing of tubing in the line ft02, on 30/jan/2025, with a total of (B)(4) units. The sub-assembly, gluing of connector: the lot 5a03996 was manufactured according to the wi version 37 in the gluing of connector in the line 03, on 27/jan/2025, with a total of (B)(4) units. The sub-assembly, moulding: the lot 5a05902 was manufactured according to the wi version 36 in the moulding in the line ls19 on 27/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1:patient city: (B)(4). Patient country: poland.

Event description:
Reference number (B)(4). Event occurred in poland it was reported that the patient faced the infusion set needle break event on (B)(6) 2025 while attempting removal of the set. The site insertion location was buttocks. The patient stated that the introducer needle was still in the skin. No further information available.